Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a broken cart handle. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
A getinge field service engineer (fse) found damaged cart handle, he replaced handle (d367-00-0103 handle,cart) and corrected the issue. Reference pm (B)(4) for checklist test results. Reference (B)(4) for billable expenses.

Event description:
N/a.